Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's spouse reported that the patient had redness, drainage and an odor to the stoma site. On (B)(6) 2017, the patient's spouse reported that the patient was seen by a physician who diagnosed a stoma site infection and was treated with antibiotic keflex.